Manufacturer narrative:
Results: the pet lock was broken and slightly separated on the proximal end of the pusher assembly. The pusher assembly was kinked throughout its length. The embolization coil was detached from the pusher assembly and the pull wire was retracted out of the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed it was kinked throughout its length. This damage was likely incidental and occurred during packaging for return to penumbra. The kinks in the pusher assembly prevented the pull wire from further retracting out of the hypotube during functional testing. Further evaluation revealed the pet lock was broken and slightly separated, the pull wire was retracted out of the ddt, and the embolization coil was detached. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the coil using a handle. Since the embolization coil was detached and not returned for evaluation, and due to the return packaging conditions of the pusher assembly, the root cause of the reported issue could not be determined. However, tortuous patient anatomy may contribute to difficulties when attempting to detach the coil. The embolization coil and handle mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00195.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was noted that the patient anatomy was tortuous. During the procedure, physician advanced a smart coil in the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. After three failed attempts, the smart coil was removed. The procedure was completed using another smart coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00195.